Event description:
A friend or family member reported their son had an implantable neurostimulator (ins) and it was removed. The patient was doing fine with the second one. The caller noted the first one was defective. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.